Event description:
A director of nurses reported that during an intraocular lens (iol) implant procedure, the surgeon noted that the cartridge has caused a mark on the lens following the iol implant. The lens was removed and replaced through an enlarged incision. In a follow up, the surgeon reported the patient was noted to have decreased vision at the most postoperative visit. On ocular coherence tomography scan (oct) was consistent with cystoid macular edema (cme). The surgeon reported he was unsure if this drop in the patients vision and the cme were related to the lens exchange. He reported exchanging the lens only took approximately five minutes and was uneventful. The patient was referred to a retinal specialist. The surgeon reported the event resolved with treatment.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. File indicated the use of an approved lens/cartridge combination. Results from the product history review indicated that the associated lens met release criteria. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire was received on 09/11/2012. (B)(4).